Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available. (B)(4).

Event description:
A surgeon reports the eye tracker contrast is set to 22 and sometimes they have trouble acquiring an eye. Additional information provided indicates the tracking issue was occasional with patients that had been dilated in the exam, and moved to have lasik that day. No patients were impacted when the track acquisition took longer, and does not break during surgery.